Event description:
It was reported that the patient presented in clinic for normal follow-up. The pacing lead impedance and capture threshold had increased. Patient will be scheduled for a lead revision.

Manufacturer narrative:
External insulation abrasion was noted at 8.9-10.2cm from the connector pin, consistent with lead friction to the device can. The silicon insulation was not damaged at this location. The ptfe liner was damaged under the ring electrode, consistent with the field observation of unacceptable threshold.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.